Manufacturer narrative:
The returned valve did not meet the requirements for leak testing due to a large tear observed in the top of the proximal occluder. It is unknown how or when this damage occurred. Therefore, the patency, siphon, reflux, pressure-flow and preimplantation testing were precluded due to this damage. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ all valves are 100% tested at the time of manufacture. Approximately 91 cm of the peritoneal catheter was returned. It met the requirements for patency and leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was doing an intraventicular abdominal shunt and during the process of the pre-operative water test, the valve was found to be leaking.